Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2018, that on (B)(6) 2018, an early end of sensor session was reported. Data was available for evaluation. Customer allegation was confirmed and a probable cause could not be determined. No additional event or patient information is available.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that an early end of sensor session occurred. The product was evaluated. An external visual inspection was performed and passed. Voltage testing was performed, and the test passed. A pairing/download test with (B)(4) bluetooth device was performed and passed. A transmitter functional test was performed and passed. A review of the bin was performed and early end of sensor session was found within the investigation window. The allegation was confirmed. The probable cause could not be determined. No injury or medical intervention was reported.